Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 21nov2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The estradiol st aia-pack package insert states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event remains unknown as the investigation has not been completed.

Event description:
It was reported that the customer received one discrepant result for estradiol (e2) on their aia-900 analyzer. The customer stated that the patient sample from their analyzer was 78.8 pg/ml, while the result from a reference lab was 25.0 pg/ml. Quality controls were reported to be within range on the day the sample was run. The customer further stated that they had no correlation data for e2. Technical support (ts) instructed the customer to run a correlation study and call back with the results. No further information was provided. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Technical support followed up with the customer several days later. The customer reported that the result could not be verified because the sample was no longer available. The customer also reported that e2 control results had been in range with no further discrepant results noted. No further action was required by technical support. The most probable cause of the reported event was due to the specimen integrity. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.